Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customers current blood glucose level was 146 mg/dl at the time. No symptoms were mentioned, but they have been treating it with food. Customer has been experiencing highs and lows before and after she began using the insulin pump, and is unsure if the readings are correct. During troubleshooting, the customer was disconnected during the rewind/prime sequence, and it was found she made changes to her own basal rates. Customer was advised to contact her healthcare provider about her fluctuating blood glucose levels. Nothing was returned and no replacements will be sent.